Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a hypoglycemic blood glucose level of less than 33 mg/dl, and subsequently became unconscious. Reportedly, the cause was the customer filled tubing while connected at the site and as a result inadvertently delivered 45 units of insulin. Subsequently, the customer was hospitalized. Tandem technical support educated the customer to ensure they disconnect the infusion tubing from the site prior to filling the tubing. The customer was released from the hospital on (B)(6) with the issue resolved, and no permanent damage.